Event description:
It was reported that a malfunction alarm occurred with the pump, identified by malfunction code malf 3. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer has been instructed to use mdi as backup therapy to ensure insulin delivery continues uninterrupted. Technical support confirmed the shipping address, instructed the customer to put the pump into storage mode, and facilitated the replacement of the pump. The customer agreed to return the malfunctioning pump using a pre-paid label within 10 days.